Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port needle and butterfly wings came apart from the tubing. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn 200769632 (kinked tubing) and qn 200768793 (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Received one used nexiva 20ga unit from catalog number 383536, lot number 8235504.visual/microscopic evaluation: the extension tubing was separated from the clear port of the winged adapter. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on (B)(6) 2018 to better protect the tips from damage and becoming misaligned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port needle and butterfly wings came apart from the tubing. No serious injury or medical intervention was reported.